Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: sp1a.210812.016.g975usqu9iwg3 hardware: sm-g975u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6), 2026, the cannula dislodged from the infusion site after approximately 1-4 hours of pod wear, resulting in hyperglycemia and the need for medical intervention. The patient stated that she retains excess fluid and that following dialysis treatment on the date of the event, during which a large volume of fluid was removed, the pod detached from her skin. The patient reported that her blood glucose level increased to approximately 1800 mg/dl and that she became unconscious and felt unwell. The patient¿s mother contacted emergency medical services, and the patient was transported to the hospital by ambulance where she was hospitalized for approximately four days. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip. The patient was discharged on (B)(6), 2026.